Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient urinated it burned up in the patient's vagina.

Event description:
It was reported that the patient had a urinary tract infection which began yesterday. It was noted that they did not feel good over the weekend and knew something was wrong. The patient stated that they had these infections even before the implantable neurostimulator (ins) was placed. The patient did report that the ins therapy did help with their catheterization. The patient did increase the stimulation to 2.1 volts but was ¿too much¿ and was decreased to 1.8 volts where it was noted that they were ¿urinating great¿ since. Twelve days later additional information received reported that the patient experienced a loss of therapeutic effect. The patient saw their healthcare professional (hcp) on (B)(6) 2013 and was directed to leave the ins at 1.8 volts. It was noted that the patient drinks a lot of water, juices, and tea. The patient noticed over the weekend that they were not urinating well (¿only dribbles¿). The patient had a ¿pulling sensation¿ but not as strong as it was. The patient was told by their physician that they had a ¿large bladder.¿ the patient reported that on (B)(6) 2013 they increased the stimulation to 2.1 volts and noted that they now could go to the bathroom, had good flow, and had a good sensation (they had already gone to the bathroom 3 times today). The patient also reported that they had an infection but that it had cleared up by the time they saw their hcp. The patient was due back to the hcp¿s office in 6 weeks. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va06m14, implanted: (B)(6) 2013, product type lead. (B)(4).